Event description:
It was reported that the t:slim x2 pump battery would not charge despite being connected with the appropriate tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level and the pump did not shut down. The customer tried third-party charging supplies, and the pump began charging successfully. Technical support planned to send a replacement tandem wall adapter and charging cable via two-day shipping.